Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-000432 on 11-feb-2026. Addition information (18-mar-2026): siemens reviewed the instrument data, which showed that the total bilirubin_2 (tbil_2) was processed using tbil_2 reagent lot 150541 and the lot calibration (cal ID (B)(6)). Further, the data showed that both tbil_2 quality control (qc) was processed before and after the results in question using the same reagent packs/wells and calibration ids. Tbil_2 qc showed recovery within expected ranges. Based on the siemens evaluation, it is determined that the sample specific issues such as sample handling or sample integrity potentially contributed to the falsely depressed tbil_2 result. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusion codes in the h6 section were updated to reflect the additional information.

Event description:
The customer reported that a falsely depressed total bilirubin_2 (tbil_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s) who questioned the result. The same sample was repeated under new sample identifier on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the initial result and matched the clinical picture of the patient. The repeat result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed total bilirubin_2 (tbil_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Siemens is evaluating the event.